Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were successfully implanted. The tr was reduced to grade <1 post procedure. On 26 march 2026, follow up revealed both the clips had single leaflet device attachment(slda) from the anterior leaflet. Recurrent tr of grade 4+ was reported. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported incomplete coaptation- single leaflet detachment (slda) resulting in tricuspid regurgitation could not be determined. Additionally, the reported patient effects of tricuspid regurgitation is a known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were successfully implanted. The tr was reduced to grade <1 post procedure. On (B)(6) 2026, follow up revealed both the clips had single leaflet device attachment(slda) from the anterior leaflet. Recurrent tr of grade 4+ was reported. There was no clinically significant delay reported.